Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer resolved issue by changing cartridge only and resumed insulin.